Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 303216, expiration date 07/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Customer reportedly received result of 258 mg/dl on aviva system 1 and result of 110 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.